Event description:
It was reported during a da vinci myomectomy procedure, the mega suturecut needle driver instrument's cables broke. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint of broken cable was confirmed. The grip cable was broken at the distal idlers. Idler pulley spun freely and was not damaged. The cable segments sticks out at the wrist. Other cables at the wrist were not damaged. Additional observation not reported by site was the instrument distal pulley had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface the pulley. Evidence not conclusive, but mechanical indentations/burrs damage may be due to likely mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however the broken cable could likely cause or contribute to an adverse event,if the malfunction were to recur.